Event description:
Additional information provided by the reporting nurse indicates the pt's outcome was good. The iol was exchanged for a model made by a different manufacturer. The pt's symptoms decreased but did not resolve following the lens exchange.

Event description:
A nurse at the user facility reports that a lens exchange was performed due to the pt's complaints of "strobe light affects" following initial implant surgery.